Event description:
It was reported that the insulin pump alarmed multiple times. The insulin pump was not stored without batteries. The insulin pump has alarmed several times while in use. Advised that the insulin pump will be returned and replaced since it is in warranty. Nothing further reported.